Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The problem source is design. (B)(6) - scar (supplier corrective action request) for eastern machine dimension 0.0375" pin fit. Pin gauge 0.0375 will not fit into 4 of 6 sample parts. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Manufacturer narrative:
Other, other text: additional information: d5, h6, h6 heic. This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The device was received in good condition. The technician filled water into reservoir tank, installed temp check, installed f-30 gas vent filter onto h-31b air detector, which attached to filter holder interlock switch. The technician powered on device, water recirculation for 3 minutes, and over temp alarm. Removed back panel for further investigations. Visual inspection and found that there was a crack in the return tube which had leaked water, and damaged multiple internal components. This confirmed customer reported reason. The root cause of reported issue was found to be a crack in the return tube which had leaked water and damage multiple internal components due to the design. The technician replaced the tube and main printed circuit board (pcb). A corrective and preventative action has been opened to address the reported issue. A supplier corrective action request has been opened to address the reported issue.

Event description:
It was reported the device gave over temperature alarms. The issue was found during testing with no patient involvement.